Event description:
It was reported that in the pt's room after placement of the catheter, a leak was found around the extension line. The exact point of the leak as well as the period of time the catheter was placed is unknown. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).